Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir will not screw in tightly due to huge scratch near reservoir area. The customer¿s blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries, battery cap has a beg chip missing in plastic, cracks and scratches on screen and battery compartment crack extends all the way to the screen. The device will not be returned for analysis.